Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: on investigation, the display was confirmed to be dim/faded and discolored; however no moisture was identified anywhere in the pump. Leak testing was performed and passed with no leaks detected. There was no evidence of moisture internally. Unrelated to the original complaint, the battery compartment was cracked at case seal below the bumper.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/24/2017 - correction to serial #.